Manufacturer narrative:
The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported a left side rupture. The device remains implanted.

Manufacturer narrative:
Continued: health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6 , d.4 , g.1 , h.6.

Event description:
Patient called." A rupture as per MRI". It was later confirmed by the physician the rupture of the implant was identified prior to explanation. The mammary glands were exanimated via MRI, which showed that an implant integrity loss on the left. An ultrasound scan of the mammary glands was performed, which also showed a rupture of the implant on the left." The device has been explanted.